Event description:
It was reported the patients ipg was inoperable following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. As such, surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.